Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to additionally indicate that the initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the crack on the device could not be determined. The possible root cause for this fiber break is device mis-handling while coiling the fiber after use. If the fiber had been damaged during use, an energy related failure likely would have occurred. The fiber is delicate, and coiling the fiber too tightly can cause the fiber to fail. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius. Doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Follow up response informed that the subject device is not returning for evaluation as it was discarded by the customer. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported crack was observed on the device. The device was used for treatment of stone. According to the report, the issue was found when the nurse returning/re-coiling the device into bucket behind patient after use. The reporter stated the device was not used again after the crack was observed. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.